Event description:
It was reported that the expandable reamer is faulty. The surgeon was information prior to operation that the reamer blade does not lock and continually opens. However the surgeon decided to use the device during an avn decompression. During the surgery the event occurred as the surgeon was advancing the reamer into the femur towards the femoral head, the blade kept expanding. Therefore the surgeon had to keep stopping to close the blade which made the operation very difficult and fiddly. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery. ***31-mar-2023 update dw further information were provided that an ar-3519h was used and discarded.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to wear and tear.